Manufacturer narrative:
On january 15, 2021, mentor became aware of the following additional information: (1)the correct date of implantation was (B)(6) 2014. (2)the correct date of explantation was (B)(6) 2019. (3)the patient underwent bilateral replacement with two non-mentor implants. (4)the right implant deflation was confirmed and the left was suspected to have partial deflation at the port. (5)the devices were discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc (B)(4).

Event description:
It was reported that a (B)(6) patient, who underwent primary breast augmentation with two 460cc mentor smooth round high profile saline breast prostheses, suffered spontaneous bilateral breast implant deflations (more noticeable on the right), post-procedure. As a result, the patient underwent bilateral removal and replacement with two unspecified implants on (B)(6) 2019. This medwatch form is for the right breast prosthesis.